Manufacturer narrative:
The customer's complaint was confirmed during evaluation of the device. The probable cause of the event was attributed to a damged pcb.

Event description:
The tps micro driver was sent for evaluation because it was running in safe mode. No adverse event was reported, no further information was provided.

Event description:
The tps micro driver was sent for evaluation because it was running in safe mode. No adverse event was reported, no further information was provided.

Manufacturer narrative:
Additional information will be submitted once the device evaluation completed. (B)(4): not returned to manufacturer.